Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared an elective replacement indicator (eri) prematurely due to charge time. The device was explanted and a new device was implanted.